Event description:
The patient experienced an implant site infection that resulted in device explant. On (B)(6) 2025, the patient presented to the implanting physician for a wound check, at which time redness and pain at the battery site were noted. The patient was prescribed antibiotics and instructed to return for follow-up in two weeks. On (B)(6) 2025, the patient presented to the emergency department due to the incision opening with fluid drainage. Due to progression of the infection, the device was explanted on (B)(6) 2025. On (B)(6) 2025, mg (mti territory manager) was notified by the physician's office that the patient had undergone a device explant.